Event description:
A healthcare facility in switzerland reported, via a fisher & paykel healthcare (f&p) field representative, that a patient became restless during therapy. Upon assessment, the tubing of an ojr410 optiflow junior 2 nasal cannula was found to be detached from the cannula end. The facility further reported that the patient experienced spo2 fluctuations reaching up to 80%, with no other patient consequences reported.

Manufacturer narrative:
(B)(4). Section d4: lot number details were not provided by the customer. Section d4: UDI details are not provided by the customer. Section h4: device manufacture date details were not received from the customer. Fisher and paykel healthcare (f&p) is currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.